Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. A 135/10 renegade hi-flo kit was selected to treat an unspecified target lesion. During preparation when they opened the package, it was noted that the tip of the device appeared detached. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. It was observed that the returned device has break in the shaft not at the tip revealing the braid at 7cm from the proximal hub. The shaft is damaged at this break. Furthermore, there are kinks in the shaft at 15.2cm and 26.5cm from the proximal end. Crystal violet coating confirmation test was performed on the catheter and revealed black shiny marks appeared along the shaft indicating coating damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. A 135/10 renegade¿ hi-flo¿ kit was selected to treat an unspecified target lesion. During preparation when they opened the package, it was noted that the tip of the device appeared detached. No patient complications were reported and the patient's status is fine.